Event description:
An angio-seal device was deployed following a diagnostic heart catheterization in 2001. The pt ambulated approximately 4 hours post procedure and was discharged that same day without incident. 13 days prior to event date, the pt was seen for back and hip pain with movement (a 1-10 scale, the pain was a 10). The severe posterior pain was relieved by immobilization. The pt was prescribed vistaril and demerol and discharged with instructions to apply heat. 7 days prior to event date, the pt was admitted to the hospital via ambulance with memory loss, decreased responsiveness, confusion and loss of appetite. Tests were performed which identified staphlococcus aureus sepsis. Three days prior to event date, the pt had lost 36 pounds. A surgical consult was requested which confirmed a pulsatile right groin mass. The pt was subsequently transferred to a hospital due to their cardiac status and the impending surgery. On event date, surgery was performed to repair the pseudoaneurysm and debride the surrounding necrotic tissue. The angio-seal device was not seen. One day after event date, a tee was ordered for surgical clearance to urgently repair the right common femoral artery, however the pt refused the tee. The pt was transferred to a heart center three days after event date, and subsequently expired 6 days after event date with a principle diagnosis of sepsis secondary to the pseudoaneurysm and repair of the infected groin. An autopsy was performed, however the written reports have been reviewed. The physician stated that some of the findings were peritonitis, right testiculitis. The user does not feel the incident was caused by the angio-seal device.